Manufacturer narrative:
Age at time of event: 18 year or older.

Event description:
It was reported that balloon rupture occured. The 75% stenosed target was located in the moderately tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications nor injuries were reported.